Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 9 of 10 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 3 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customer. Evaluation of 6 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. This report summarizes ten malfunction events where a midwest tradition handpiece won't hold burs. There were no injuries in any of the event.